Event description:
During deployment of a cordis smart stent, the delivery device separated at three different locations along the delivery shaft. The stent was eventually deployed in the body of the patient. The malfunction of the delivery device caused a significant geographic miss of the stent location in regard to the lesion and a prolonged procedure time along with increased radiation exposure to the patient.

Event description:
During deployment of a cordis smart stent, the delivery device separated at three different locations along the delivery shaft. The stent was eventually deployed in the body of the patient. The malfunction of the delivery device caused a significant geographic miss of the stent location in regard to the lesion and a prolonged procedure time along with increased radiation exposure to the patient.